Event description:
It was reported that during a case, the bur got hot and discolored (tip of drill and bur are black) from the heat after approximately 15 minutes of drilling. The doctor thought the bone was extra hard until he switched out drills and was able to successfully complete the case. There was no impact to the patient. The customer discovered rust in the distal tip of the locking mechanism and attributes the overheating to the handpiece, not the bur. The customer believes that the drill had been compromised at some point during its processing in their central processing department. There was no reported injury as a result of this event.

Manufacturer narrative:
Concomitant products. Xom unknown blade; manufacture date ¿ unknown; lot ¿ unknown; use by date ¿ unknown. (B)(4). The product analysis indicates that the device overheated during the one minute pre-test (296 degrees f - nose; 241 degrees f - middle; 83 degrees f - rear). The nose cone and nose bearings were burnt due to running the drill with severely corroded parts. The motor/cable subassembly, bearings, nose cone, and other parts were replaced. The device was repaired, cleaned, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.